Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded into the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. Note: the j-straightener and luer lock were not returned with the specimen. The specimen presented an overall length of 150.3cm and a finished diameter of .03375" to .03410". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented skived/cut damage 26cm to 41.1cm from the distal tip, exposing metallic core wire at 32.7cm to 41.1cm. Also, the specimen presented 0.5cm of the skived/cut polymer jacket material being displaced distally over the wire shaft; the polymer jacket material distal of the material fracture was not returned with the specimen. The specimen also presented multiple bend damages of varying severity over the length of 6cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu) precautions, · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. An image of the device was provided.the supplied image presented skived/cut damage exposing the metallic core wire at an unknown distance from the distal tip. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The dfu precautions indicate, the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: per cnf: it was reported that the guidewire was fractured. The device is expected to be returned before (B)(6). There were no patient complications reported. Patient condition: stable. Event resolved: yes. Where did the problem occur? Inside the px. Was the problem associated with labeled use? Yes. Additional information and image provided on 27 june 2024: 1. Please clarify the damage - is the metal core wire exposed? No. Is their black polymer jacket material missing from the device? No. 2. The timing of the event is noted as during procedure. When during the procedure was the damage noticed - upon removal from the dispenser hoop or prior to insertion? During insertion. 3. Did the device come in contact with the patient? The guide wire was in the scope, not coming in contact with the patient. 4. Was the guidewire hydrated prior to removal from the dispenser as directed in the dfu? Yes.